Event description:
It was reported by the clinic that device follow-up information does not clear within the carelink system. The system remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the clinic that device follow-up via the carelink system can be hampered due to old data not clearing, so it is displayed with the new data. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.